Manufacturer narrative:
Date of this report: 18sep2018. (B)(4). The philips technician performed ventilator operational check, checked the event log, tested the unit internally and the unit overall and no abnormality was found. Performed operational check and green light emitting diode of power switch had an illumination failure therefore the power switch overlay was replaced. A philips principal engineer reviewed the downloaded error log report and determined there were no ventilator hardware or software errors. The ventilator functioned as designed. The technician reported that the oxygen supply tank of the hospital was empty at the time of the reported event. The philips technician concluded that no device/components are to be returned for further investigation.

Event description:
The customer reported "low o2 supply pressure" and "oxygen not available" while in patient use. The customer reported that the ventilator was in patient use at the time of the reported incident and that the patient expired.